Event description:
It was reported that the patient pumps 6 to 8 times, the inflatable penile prosthesis (ipp) cylinders inflate half way and the pump gets rock hard. Trouble shooting techniques steps were performed. The patient also stated that intraoperatively the original ipp exhibited a faulty pump, so a new one was implanted. No patient complications were reported.